Manufacturer narrative:
One device was returned for evaluation. A lot history record review could not be completed. The investigation unconfirmed for a catheter leak issue. The root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8706061 port & catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8706061 port & catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.